Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Upon review, the patient's right ventricular lead exhibited a sudden increase in capture thresholds. A lead revision was scheduled. Prior to the lead revision, the lead's impedance was found to be high and out-of-range. A lead fracture was suspected. On (B)(6) 2019, the lead was capped. During the procedure, the patient's left subclavian was no longer patent so a new system was implanted on the patient's right side. The patient tolerated the procedure very well.